Manufacturer narrative:
Port needle, (2) ICU medical spinning closed male luer spiros and prefill ns flush. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak at the filter site when infusing (B)(4) an investigational medication (1200mg/230ml) at 500ml/hr. The rn stated that the user primed the filter with a 10 ml saline flush prior to attaching there was no leaks noted at the time of initiation of the infusion. Approximately 10 min. Later, the patient reported wetness on the bed linens. It was reported that the patient was lying recumbent position in the infusion chair and the filter was lying on her chest. The height of the infusion bag from the pump was approximately 18 in. There was no report of patient harm. The event occurred in (B)(6) center.